Event description:
It was reported that amplitude was unable to be increased. High impedance was identified. The st. Jude medical representative was able to program around the contacts exhibiting high impedance to provide effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.